Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-00205, 1627487-2020-00207. It was reported that the patient is unable to put their system in MRI mode. Diagnostics revealed that several contacts had high impedances. The patient is still receiving effective therapy. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient had their entire system explanted and no new products were implanted.